Event description:
It was reported that the doctor alleges that the patch curled up during application and caused an infection which had to be treated the next day by emergency care.

Manufacturer narrative:
No conclusion can be made regarding the cause of the pt infection. The subject product is sterilized prior to releasing for distribution.